Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Ppf alleges pseudotumor, dislocation with closed reduction, metallosis and wear . After review of the previous medical records from etq, there were no wear reported in the revision note. Therefore, wear was not coded in the current update.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patients suffers from necrosis and dislocations. **update: 6/7/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 03/27/2017¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, there was a revision in 2007 for dislocations and an unknown depuy constrained liner was placed. In the revision from (B)(6) 2011 the patient was revised to address dislocation, pain, swelling, pseudotumor, completely deficient abductors, and large amount of serosanguinous cloudy fluid. The polyethylene constrained liner was removed, along with the cup/head. The cup was noted to be vertically placed in neutral retroversion. The stem was also noted to be slightly more neutral than ideal, but was left in place. Competitor cup/liner/ and tripolar head were implanted along with depuy femoral head and retained depuy stem were utilized. Adding cup to the complaint for malposition. There was no mention of femoral head exchange in 2007. The complaint was updated on: 04/12/2017.